Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 128 mg/dl compared with the sensor glucose reading of 60 mg/dl. The insulin pump also alarmed calibration error. Nothing further reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed due to low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.